Event description:
It was reported that this unit turned off in the middle of a procedure. Patient monitoring was resumed on another identical atlas monitor. There was no impact on patient care. An attempt was made to retrieve patient information, but the customer did not have any details.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis.